Event description:
A customer contacted beckman coulter inc. (Bci) regarding free t4 results on 7 patients generated by the unicel dxl 800 access immunoassay system that were questioned by the physician. Repeat results on the original instrument and at a reference laboratory (all within "normal reference range" - results not supplied) resulted higher and better matched the patients' clinical pictures. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample collection and centrifugation information was not supplied.qc was within the customer's established ranges prior to and after the event.service was not dispatched for this event.a clear root cause for this event could not be determined. There were no further issues from this account.